Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal injector lure lock n35j coring occurred and led to foreign matter in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about coring that occurred during preparation of an anticancer agent. The customer reported as follows: the hcp attached p120j to a vial of avastin, and slowly connected n35j to p120j so that coring would not occur. The hcp then injected the anticancer drug into an infusion bag through l connector, and noticed coring occurring in the infusion bag. Cored pieces were discarded by the customer, and three p120js are only returned for investigation.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution: yes. D9: returned to manufacturer on: 01-jun-2022 d10 - concomitant - protector solus p120j d10 - concomitant medical product date - 23-apr-2021 h6: investigation summary one protector attached to a vial along with one syringe connected to a injector were returned to our quality team for investigation. The product was visually inspected, no defects or damage observed on the protector or injector, the protectors fit securely to the vial, the needle on the protector penetrated the vial stopper properly, and no foreign matter was identified. A device history review was performed for lots 2104702 and 2104123, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. Testing results were reviewed for the reported lots and results were found to be acceptable. Five retained samples were used for additional evaluation. Functional testing was also performed, penetrating the protector with a sample injector ten times. In all cases the product functioned as intended and no coring was identified. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available we are not able to identify a definitive root cause at this time.

Event description:
It was reported while using bd phaseal injector lure lock n35j coring occurred and led to foreign matter in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about coring that occurred during preparation of an anticancer agent. The customer reported as follows: the hcp attached p120j to a vial of avastin, and slowly connected n35j to p120j so that coring would not occur. The hcp then injected the anticancer drug into an infusion bag through l connector, and noticed coring occurring in the infusion bag. Cored pieces were discarded by the customer, and three p120js are only returned for investigation.